Event description:
Litigation alleges that patient experienced pain and elevated levels of cobalt chromium. It is alleged that the patient suffered a squeaking sensation, metallosis, and fluid on the left hip

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 1/12/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, fatigue, frequent squeaking in left ship, left hip frequently felt like going to dislocate, left hip metallosis, accelerated autoimmune disease r/t metallosis, right big toe infection r/t metallosis, patient has to have wheelchair assist in airports, has decreased socialization... Is unable to keep up with housekeeping and maintenance activities, and had mental confusion. Medical records and the revision surgical report noted left hip squeaking, significantly elevated metal ions, MRI with large fluid collections around the hip, blackened synovium and tissue, and metallosis that was debrided. There were no lab results for metal ion levels. Stem is being added for allegation of elevated metal ions. The complaint was updated on: feb 2, 2016 .

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.